Event description:
Caller stated a safe-t-pro lancet did not retract and it scratched glove and skin of a nurse during disposal. The lancet penetrated the nurse's glove and scratched skin, but did not penetrate the skin. Caller stated only resulting treatment was facility procedure which involves standard blood work to test for possible exposure to disease. No longer has box of lancets and stated all of the lancets have been used. Device is not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.